Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 80% to 70% while connected to a power source. Customer reported blood glucose level was 150 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.